Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 102 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The customer did not have the necessary supplies to perform testing on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.